Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this lead was not implanted due to high out-of-range impedance measurements and helix extension/retraction issues which could not be resolved despite multiple reposition attempts. No adverse patient effects were reported. The lead was removed.